Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The reported blood glucose reading at the time of the call was 202 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller stated that the customer has been experiencing low blood glucose levels ever since the doctor made changes to the settings. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.